Event description:
Lapchole - "item was expelling multiple clips at once and not clapping." Type of intervention: surgeon had to pull all extra clips out of patient. Patient status: "is good, discharged home-outpatient procedure."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.